Manufacturer narrative:
All available information was investigated, and the reported clip open during efaa was not confirmed via device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and the returned device analysis, the reported improper or incorrect procedure or method is associated with the reported turning arm positioner completely open until a hard stop. The reported premature activation and subsequent clip open while locked are related to the reported improper or incorrect procedure or method. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a mitraclip procedure was performed to treat mitral regurgitation (mr) with a grade of 4+ and thick leaflets. An xtw clip was inserted and placed on the mitral valve. At the first lock check, the arm positioner was turned to completely open until a hard stop. The pin was not released, the lock line was still in place, the lock knob was closed. A detachment of the dc tip was observed. The physician pushed the tip into the clip again. The leaflets were still grasped, but the clip was observed to have opened. Mr was reduced to a grade of 2. There were no adverse patient effects and no clinically significant delay in the procedure.